Manufacturer narrative:
In the case description, the user mentioned that the charging cable end was melted and bent, and the rubber was flared and not holding the metal end piece. The controller was returned with the charging cable and the charging adapter. Inspection of the charging cable found the usb-c end to be bent, however the rubber around the metal was not found to be melted or warped. A slight flaring was observed due to the bend in the metal connection piece. No damages were observed on the charging adapter or the controller. No evidence of thermal exposure was observed on the charging port of the controller. The controller was able to plugged in and charged using the returned cable and adapter. Neither the controller nor cable were felt to get hot or observed to melt while the controller was plugged in. The controller was returned with 76% battery charge. The controller was able to turn on a boot up with no issues. The controller booted to the first time start up though the lockscreen background and message were different than the default, indicating that the device had been factory reset by the user. Inspection of the android log files downloaded from the controller found no available battery life or battery temperature information from the date of occurrence due to the device reset. A battery life test could not be performed since the main menu could not be accessed. It could not be conclusively determined if the controller got hot or had battery life issues at the time of the reported event due to the information from the date of occurrence being overwritten. The exact cause of the reported thermal event could not be determined. The exact cause of the damage to the charging cable could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported by the patient that he saw the end of the charging cable melted and bent at an angle. The patient stated that the rubber is flared at the end as well and its not holding the connection piece.